Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" error messages then inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of the device displayed defib and pacer disabled was observed during review of the device's history log. The device was put through extensive testing without duplicating any malfunction to the device. The device successfully passed the final test procedure, was recertified, and returned to the customer. The customer's report of the device shut off on its own and would not power up was duplicated and attributed to a faulty transistor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.